Event description:
A 2.5 x 15mm fire star balloon catheter was used to pre-dilate the proximal left anterior descending branch to 12atm. However, it was not possible to deflate it. Physician pulled it out of the vessel in full size. There was no reported pt injury.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.